Event description:
It was reported that the patient underwent lead replacement due to high impedance. It was reported that the high impedance was observed by the neurologist and the patient was referred to surgeon for surgery. It is unknown if x-rays will be sent to manufacturer for review. It was reported that the patient has frequency tantrums and the neurologist believes the lead fracture occurred during a violent outburst during one of these tantrums. It is unknown if the device was programmed off after observing the high impedance. It was reported that the explanted device was discarded by the explanting facility and will not be returned for analysis. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.